Manufacturer narrative:
Our quality engineer inspected the 10 samples submitted for evaluation. The reported issue of connection issues was not confirmed upon inspection and testing of the samples. Analysis of the samples showed that there were no defects or abnormalities. The samples were functionally tested, and our test results showed no signs of the failure mode. Bd could not determine a manufacturing related root cause since the reported defect was not confirmed during the evaluation of the sample. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. We regret any inconveniences this incident may have caused you and your facility.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd connecta plus3 10cm white had connection issues incident information date of occurrence: (B)(6) 2024 location (chu sites) : dm kept : I-yes date dm sent : dm dispatched to : circumstances/ description of incident: following a change in the market, the new extensions ref (B)(4). Bd connecta 10 cm are not compatible with our activity, they are extremely difficult to screw in and cause leaks of contrast media. Clinical consequences: risk of contamination of nursing staff. Precautionary measures and actions taken: mail sent to pharmacy.